Manufacturer narrative:
Additional information was received through follow-up with the health care provider that the device was explanted due to endocarditis. Prosthetic valve endocarditis (pve) is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. As the device was discarded by the hospital and was not available for evaluation, the root cause of the event remains indeterminable; however, patient factors likely contributed to the event.

Event description:
Edwards received additional information through follow up with the health care provider. The 23 mm aortic pericardial valve, implanted nine (9) months and seven (7) days, was explanted due to infective endocarditis. The type and source of infection were not provided. The device was will not be returned for evaluation as it was discarded at the hospital.

Manufacturer narrative:
Although there have been attempts to receive further information regarding the device and event, no additional details were provided and the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this 23mm bioprosthetic aortic heart valve was explanted after nine (9) months due to unknown reasons. A 21mm pericardial bioprosthesis was used in replacement and no additional details were provided.